Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: generalized illness. (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian-asian female patient who underwent a breast augmentation revision with 325cc mentor smooth round moderate plus profile saline breast implants experienced unexplained systemic symptoms postoperatively, including blurry vision, chronic neck and shoulder pain, nausea, inflammation in joints, and bad taste in mouth. No device issue such as rupture was reported. The root cause of the patient¿s symptoms is unclear. As a result, the patient underwent explantation on (B)(6) 2020. This medwatch report is for the left-sided implant.